Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they hadn't been using their ins because shortly after implantation they fell on their butt and ever since the stimulation had been slightly off. The patient reported the stimulation worked, but it wasn't in the right place, it was maybe 2 or 3 millimeters off to the right for what they needed. The patient stated they were implanted to address symptoms of vulvaginia and they were having a return of symptoms of a burning feeling. The stated they waited for some time to address this because the pain wasn't terrible, but they were having flare ups. The stated their healthcare provider redirected them to the manufacturer. They confirmed the healthcare provider had not ordered imaging during this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient would like help with reprogramming, but no actions had yet been taken to resolve the issue. No further patient complications are anticipated or expected as a result of this event.